Event description:
During setup for ablation procedure using an arthrocare super turbovac 90 wand, it was noted that the screen was missing from the distal end of the wand from two devices with the same model number. The staff member was able to locate one of the screens on the surgical drape, but was unable to locate the other screen. The screen is approx 1.5 mm in diameter. Follow up x-rays were taken and they did not show the presence of any screen in the patient. The manufacturer of the device was notified.